Manufacturer narrative:
The received device had the cannula assembly deployed. No bends or kinks were observed in the exposed portion of the soft cannula. Fluid was able to flow through the fluid path with no signs of struggle. Cracks were found in the top housing, however, it cannot be determined when or how this damage occurred. The download data showed that the pod generated an 0x1c alarm, and it was confirmed that the pod expired. No other defects or deficiencies were found that would result in a failure of the device to deliver insulin.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide.  Model: ust400.  17845-5a-aw rev b 09/17.  Checking your blood glucose.  Chapter 4 / page 36.  Warnings:   test results below 70 mg/dl mean low blood glucose (hypoglycemia).   Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia).   If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 390 mg/dl while wearing the pod between 4 and 24 hours. Patient's father reported the following: pod was applied at 9pm, bg levels rose overnight and around 4am the pod was removed from the infusion site (abdomen). The pod's cannula was found bent upon removal. As treatment, several boluses were delivered and temporary basal was adjusted up to 50%.